Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 22-may-2020 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in the incident, it was determined that the pyxis was not functioning properly. The field service engineer (fse) identified that drawer 6 on the main unit was displaying a not detected on bus error. No light emitting diode indicators were present on any drawer controller boards or on the main pyxibus board. The affected drawer controller boards and the main pyxibus board were replaced. Power was restored, and led indicators and system communication were verified. The issue was resolved. The system functioned after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, 5e pyxis was not working because of bus issue. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.